Event description:
The reporter contacted animas on (B)(6) 2013, stating that the patient had elevated blood glucose with difficulty seeing. The reporter indicated that the pump was giving call service alarm 088-5883 about every 5 minutes. This report is made based on the allegation that the patient experienced hyperglycemia related to recurring pump alarms.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/21/2013 with the following findings: last basal delivery was on 06/06/2013, one cs088 alarm is recorded in the bb and the dl on (B)(6) 2013, deliveries were not resumed after that alarm. Delivery interruptions due power interruptions are observed for 8 hours on (B)(6) 2013 and for 10 hours on (B)(6) 2013. Unacknowledged 162 warning is recorded on (B)(6) 2013 for 6h. Tdd observed to be inaccurate due the multiple deliveries interruptions. The pump powers on and displays verify screen. Pump was primed correctly and it was exercised for 24h, no alarms occurred during the course of the duration test. The 4-pump passed a 29h flow accuracy test successfully. Pump¿s cover was removed, no intermittent condition was found to the u38 watchdog chip.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.